Event description:
Nurse was discontinuing huber from port catheter. The needle sheared from the device. Needle left in port catheter. The needle and catheter were removed and there were no untoward patient effects.